Event description:
Same case as MFR report # 2134265-2010-03345. It was reported that during a stenting treatment procedure, the stent migrated. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to mid right coronary artery (rca). The lesion was predilated with a 2.0x15mm maverick balloon after which the stenosis in the lesion was reduced to 5-10%. First, a promus element stent was successfully deployed in the proximal rca. Next, a 3.0x28mm promus element stent delivery system (sds) was advanced to the mrca but it got stuck to the stent strut of the just placed stent. During the attempt to remove the sds, the 3.0x28mm promus element stent got stretched. It was also reported that the already placed promus element stent in the proximal rca was affected as it was "pushed down". The procedure was completed by placing a 3.0x28mm promus element stent in the mrca. There were no patient complications and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).